Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an alert for out of range rv lead impedance was observed. Upon review, high, out of range, pacing lead impedance was observed. Threshold and rv pacing lead impedance has been high on the last year and half. The issue was already known before and the patient was being monitored. Patient had no complaints. Physician decided to monitor the patient for now through merlin.net and in-clinic follow-ups every three months. Physician mentioned that since the patient was high on the heart transplant list and has some infection at or near his lvad device, physician will only intervene and change the rv lead if it shows signs of failure or concerns in the capability to deliver hv therapy. Patient is stable.